Event description:
It was reported that the lead was explanted due to an infection. The patient had a chest catheter infection with gram-positive staphylococcus aureus bacteremia. The diagnosis was later updated to (B)(6). A transesop hageal echocardiogram (tee) indicated vegetation on the lead. The lead was subsequently removed. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.